Event description:
Customer's wife reported that the customer's blood glucose readings went over 500 mg/dl the night before and stated that it keeps staying over 500 mg/dl. Customer has been attempting to correct the blood glucose readings with the insulin pump. Customer stated that they will treat for the high blood glucose readings with a syringe and call back. Customer's blood glucose reading at the time of the call was 550 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.